Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired due to acute renal failure. He stated that the death was not related to the device. Additional information was received that the patient had a history of diabetes and hypertension. Post-op, the patient had severe right sided failure and he was placed on continuous veno-venous hemodialysis (cvvh). The patient continued to deteriorate and the family decided to withdraw support. The pump was explanted; however, no autopsy was performed.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.